Manufacturer narrative:
Result: brake link.

Event description:
It was reported by service report that the brakes do not engage. It is unk if there was pt involvement, however, no adverse consequences are reported.